Event description:
The customer reported having sensor errors even after changing the sensor. The customer believes that it never seemed to calibrate properly and he does not know what is causing the problem. The caller stated that it started up fine after two hours calibration, then he went to the store and last he got home and it happened. Advised the customer that isig value may be caused by an incorrect insertion. However, the customer stated that the sensor appeared to be fully flat and against the skin. While calling the customer stated that the needle broke in the abdomen straight up from the pelvic bone. The customer stated that the introducer needle was not hard to remove. The customer was using the sensor enlite. The customer stated that possible the needle is still there, but he could not see, and he did not attempt to remove the cannula on their own. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.